Manufacturer narrative:
A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 06/22/2016 - the actual sample was received for evaluation. The suture was visually inspected and found that the kinking of the suture was caused by exposure to heat. It was suggested that there was improper handling of the sample.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2016 and suture was used. It was found prior to use on the patient that the suture was crimped in several places. There were no adverse patient consequences. No further information available.